Manufacturer narrative:
The reported event of insulation damage was confirmed while the reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece measuring 52.0cm with stylet inserted inside the lead. Visual inspection of the lead found the outer lead insulation was noted at 8.9cm and 13.2cm from the connector pin. The cause of the reported event of insulation damage was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for a follow-up. During threshold testing, it was noted that the pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited loss of capture. Programming changes was made; the leads will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the pacemaker, right ventricle (rv) and atrial lead (ra) was explanted and replaced with implantable cardioverter-defibrillator system. During procedure, physician noted insulation damage on the ra lead. The whole system was explanted and replaced successfully. The patient was in stable condition.